Manufacturer narrative:
Codman has rec'd the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reportedly that, pt had a microsensor and that the pt was moved in bed for a portable x-ray. Once the x-ray was completed, the icp express indicated that there was not transducer detected. Hospital tried using two different boxes and it did not work. Device was removed and replaced. The new one is working fine.